Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse noted that the neutraclear was cracked while administering a medication. The rn changed the neutraclear valve and replaced it with a micro-clave which resolved the issue. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the connector cracked was confirmed. Visual inspection of the set noted the male luer collar of the connector had broken off and a portion of the broken off collar was returned. Jagged, uneven edges were observed in the internal area of the male luer from where the collar had broken. The root cause was not identified. The mating device was not returned for investigation.

Event description:
The customer reported that the nurse noted that the neutraclear was cracked while administering a medication. The rn changed the neutraclear valve and replaced it with a micro-clave which resolved the issue. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the nurse noted that the neutraclear was cracked while administering a medication. The rn changed the neutraclear valve and replaced it with a micro-clave which resolved the issue. There was no patient harm.